Event description:
It was reported that when using the bd pyxis¿ es server, insulin glargine 100 unit was stocked in the srndr pyxis but did not appear in the pyxis refill list when inventory dropped below the minimum level. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the insulin glargine 100 unit was stocked in the srndr pyxis but did not appear in the pyxis refill list. A technical support specialist (tss) reviewed all station events report for medication identifier insu100i16 at station srndr and confirmed that only load, unload, and a single removal transaction were recorded, with inventory remaining above the minimum level. The tss clarified expected refill behavior with the customer and verified that messaging was functioning correctly. The customer performed manual unload and load actions due to the item not appearing on the restocking list. However, comparison with a similar medication indicated inconsistent behavior. The tss advised validation of inventory levels against min thresholds and report outputs. Subsequently, the customer confirmed the medication began appearing correctly in both the refill list and parx, and the case was closed. The system functioned as intended after technical support specialist investigated the device.